Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 240 mg/dl. Customer stated that his insulin pump keeps alarming threshold suspend alarms. Troubleshooting was performed, and found that the insulin pump was not programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81387.